Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had lack of efficacy and device was explanted on (B)(6) 2016. It was noted that the patient desired removal. No patient injury reported.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.